Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b7. The device was not available to be returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath kinked/bent and sheath liner delamination were confirmed through the provided device imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per event description, ''upon commander delivery system removal it was not possible to retrieve the balloon inside the esheath (balloon may was not totally deflated as deflation was performed quick). Both esheath and commander were removed together from the patient, cutdown was not needed. After removal, it was found that the esheath was very damaged''. Per imaging evaluation, the provided post-procedural device photo showed that the sheath was kinked and twisted in the middle region of the shaft, with potential partial liner delamination. In addition, the liner was delaminated and bunched at the distal end of the sheath. Per training manual, the delivery system must be fully deflated prior to removal. The residual fluid that was left inside the balloon can increase the balloon profile and result in difficulties withdrawing the balloon. The altered balloon profile can be more susceptible to catch on the distal end of the sheath tip. As a result, excessive manipulation may have been used and contributed to the reported sheath kink and liner delamination. As such, available information suggests that procedural factors (excessive manipulation, residual fluid in balloon) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 29mm sapien valve in aortic position by transfemoral approach. During the procedure, a 29mm sapien 3 valve was successfully implanted in the intended position. Upon commander delivery system withdrawal, it was not possible to retrieve the balloon inside the esheath (balloon may not have been totally deflated as deflation was performed quick). Both esheath and commander were removed together from the patient and cutdown was not needed. After removal, it was found that the esheath was damaged). A vascular complication occurred in the iliac artery when removing the commander delivery system into the esheath. A stent was implanted in the iliac artery to remedy the vascular complication. Patient passed away due to the iliac artery damaged. As per photos provided esheath liner delamination was observed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11941.